Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was unknown at the time of the incident. The customer¿s parent stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer's parent also reported that the bottom of the insulin pump where the drive support cap is located started to separate from the rest of the casing. Customer's parent reported that the insulin pump was dropped to the ground a few times. The customer¿s parent was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump was received with detached end cap. The device was unable to perform functional testing including the displacement, rewind, basic occlusion, occlusion, a 33 prime alarm and excessive no delivery test. The insulin pump was unable to verify motor error alarm due to detached end cap.